Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown baclofen via an implanted infusion pump. It was reported the patient's previous pump was explanted in 2018 due to infusion volume issues. It was noted that the infusion volume was decreasing over time and that the battery only lasted around 5 years versus the projected 7 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.